Event description:
It was reported that the tip of the suture passer device broke off and was retained in the pt's shoulder during a rotator cuff repair. The tip of the upper jaw of suture passer broke off when pulling the device back and out of the shoulder/cannula; the missing tip was noticed at the end of the case. The surgeon looked for the tip but did not find it. X-ray confirmed the piece remained in pt but surgeon determined it was in a safe location. The surgeon used another device to successfully complete the case. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but has not yet been returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is mechanical damage in the area of the upper jaw hook which let to breakage when pulling forces were applied to the suture and/or tissue. Mechanical damage can occur to an instrument either during use intraoperatively or during processing and handling (i.e. Dropping the instrument, hitting the instrument against a tray or another instrument, bending the upper jaw hook and bending it back into alignment, etc.). The potential causes of this event are being communicated to the event rptr. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.